Manufacturer narrative:
All buttons were found to be functioning properly. However, corroded keypad traces were found during visual inspection. The pump alarmed compromised force sensor system during the prime test at 4 lbs. Due to faulty force sensor resistor. The pump passed the self-test and unexpected restart error test. There was no internal lock comparison error or unexpected restart alarm noted during testing. There was no unexpected frozen display noted during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the reservoir tube window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer's son reported via phone call of issues with customer's insulin pump. The customer states the pump is frozen and the act button is unresponsive. The customer states the pump is reverting back to rewind priming loop. The customer's blood glucose level at the time of incident was 90mg/dl. The customer states insulin is squirting out during manual prime process. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.